Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, there was a cable that was broken on a mega suturecut needle driver instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected before use. The surgical task being performed was suturing. The instrument did not collide with any other tool or instrument. There was one cable protruding at the joint. There were no issues related to the grips opening/closing, motion to the left/right, or up/down motion. No fragment fell into the patient. There were no photos or videos. The patient demographic information was not available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable. The complaint was confirmed by failure analysis.